Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient stated that he fell asleep while on battery power and woke up to continuous tone alarm instructing him to exchange the system controller. The patient exchanged the system controller and brought the suspect controller into the medical office. Upon interrogation of the history it was noted that the first alarm occurred on (B)(6) 2014 and was a pump off alarm, driveline disconnected, low flow, and low voltage. There were no alarms prior to that on the history.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of replace controller alarms, driveline disconnected alarms, and pump stoppage was confirmed during the analysis of the system controller. When the system controller was connected to a test pump, the device did not recognize that the driveline was connected, and the pump would not start. The log file was downloaded from the system controller and it contained approximately 30 days of data. On the reported event date, (B)(6) 2014, the log file suggests that the system controller transitioned to the backup mode which is associated with a ¿replace controller¿ and ¿controller fault¿ message on the lcd. If the system was non-operational the accompanying audible tone would be constant. On (B)(6), 2014, the system controller was powered on and the driveline disconnect alarm condition remained active until the system controller was powered down at 07:23 am. Investigation of the system controller¿s internal printed circuit board revealed a damaged driver circuit transistor. The component was replaced and the system controller passed functional testing without issue. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.